Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed the touchscreen calibration test during preventive maintenance (pm). There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device failed the touchscreen calibration test during preventive maintenance (pm). An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue, replaced the defective touchscreen, successfully performed test and verification per the service manual, verified that the issue was resolved, and placed the device back in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per good faith effort (gfe) response received 09apr2025, the biomedical equipment technician clarified that the touchscreen was not operating correctly as it did not respond to touch.